Event description:
It was reported that during the pre-use check, the patient noticed the arch of the tubing looked higher than normal. Also, it made her push the cassette quite far to the pump for a proper fit.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-13239. The report was submitted in error., corrected data: corrected information provided in h10.